Event description:
The customer reported that while running hcw, htlv-1 and hepatitis core assays, the summit sample handler, misread a sample barcode as "2155005" instead of "3155005". An ortho field service engineer was dispatched. No death or serious injury was associated with this event.